Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ mechanical failure/ operator error/ thin rubberize layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"caution: this product contains natural rubber latex which may cause allergic reactions.sterile unless package is opened or damagedwarning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only.valve type: use luer syringe. Do not use needle."h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was on critical condition and it was necessary to accurately record the urine output. The patient was undergoing indwelling catheterization. After inserting the catheter, 15ml of normal saline was injected into the catheter balloon. The balloon was found to be leaking and so it was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was on critical condition and it was necessary to accurately record the urine output. The patient was undergoing indwelling catheterization. After inserting the catheter, 15ml of normal saline was injected into the catheter balloon. The balloon was found to be leaking and so it was replaced.